Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced injuries (specifics unknown). The patient was not seen by the physician's office after the procedure. All other information, including the patient's current condition, is unknown and unavailable.